Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced chronic vaginal pain, recurrence of stress urinary incontinence, infections, uncontrollable bladder, painful sexual intercourse and constant bladder leakage. (B)(4).

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced severe urinary frequency and urgency.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that post implantation the patient experienced vaginal pain, recurrent stress urinary incontinence and dyspareunia.